Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb); the service engineer (se) downloaded the software onto the device. The ventilator passed self testing.

Event description:
It was reported that the ventilator had an erratic display. The ventilator was not on a patient at the time of the event.